Event description:
It was reported that two months after a stent procedure the pt experienced chest pain and "cag" was performed. A 90% stenosis was revealed inside the stent. A cutting balloon was used to dilate the lesion and the pt is reported to be doing fine.